Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: va0g6wu, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot#: va0g6wu, ubd: 07-feb-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor stim. It was reported that the patient was scheduled for battery and possible lead replacement. The battery was dead, so impedances could not be checked pre-operatively. No motor response was noted when the battery was disconnected. The patient stated that she had fallen 'about a year or so ago' and that the system had not worked well since the fall. During the lead removal, the lead broke and portions remain in the patient's sacrum. No patient symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It is undetermined if the fall lead to lack of motor response. The physician decided not to retrieve the remaining segment. The device has been retired. The rep do not have tracking number.